Event description:
An affiliate reported that a male pt presented with a lesion in the mid left anterior descending artery. The lesion was 99% stenosed, moderately calcified and slightly tortuous. The lesion was pre-dilated with a 2.0mm lacross balloon and ivus was conducted. A 2.5 x 18mm cypher stent was delivered to the target lesion without difficulty. When the balloon was being inflated, it could not maintain pressure and contrast media leakage was confirmed. There appeared to be a pin-hole rupture in the balloon. The cypher stent was removed and a new 2.5 x 18mm cypher was successfully implanted at the target lesion. There was no pt injury reported. Additional info will be submitted within 30 days of receipt.